Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station occurred due to the device being in disconnected mode and offline on rss. A field service engineer conducted an inspection and discovered that there was no internet connection. The ethernet cable was not properly connected to the wall, as the port had been pushed inside the jack. The engineer rectified the issue with the wall jack, reconnected the ethernet cable to the medstation, and subsequently tested the system and was able to log in and also confirmed the connection to the med console. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system was in disconnected mode and offline on rss, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.